Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000077939.

Event description:
It was reported that patient experienced high impedance. As a result, surgical intervention took place where the lead was explanted and replaced. Related manufacturer reference number: 3006705815-2023-00764.